Event description:
Dealer was getting an e68 error code while calibrating the 2gstmbr power chair. This denotes issue with left side motor. Dealer states the back canes and linear guides are broken on the weight shifting basic tilt seating system that was added to the base.